Event description:
Reportedly, during the implantation of the subject ICD (as a replacement), the rv lead was tested an showed a high threshold (2.8v) but was kept in place. At post-operation device check, high impedances (>3000 ohms) were observed on rv lead, lv lead and rv and svc coils. Device was not pacing and no capture of the right ventricle was possible. Lv pacing was possible during threshold test but not otherwise place. Decision was made to re-test leads and device intraoperatively. Rv lead test via external psa revealed a very high rv threshold at 6v at 0.5ms. Decision was made to replace the rv lead. Lv lead was tested via external psa with a threshold at 0.8v and impedance at 680 ohms. This lv lead was re-plugged into the device and again at 3000 ohms impedance was recorded, however after disconnecting and reattaching the svc and rv shock coils an acceptable impedance was obtained. A new dual coil rv lead was implanted with threshold at 0.5v and normal impedance. This new lead was once again plugged into the ICD device. Again the rv lead impedance was over 3000 ohms and would not pace and the lv lead would not pace and had a >3000ohm impedance. The ICD involved in this MDR report was returned for analysis. Another ICD was successfully implanted and tested.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.